Event description:
It was reported that the patient had an infection, and a wound wash out was performed. The patient underwent an explant procedure. All explanted device components were kept by the facility and will not be returned. Additional information was received that the infection was not device related. Symptoms were redness and drainage at both incision sites. Antibiotics were prescribed. Additional information was received that the patient also experienced pain at the upper incision site.

Event description:
It was reported that the patient had an infection, and a wound wash out was performed. The patient underwent an explant procedure. All explanted device components were kept by the facility and will not be returned. Additional information was received that the infection was not device related. Symptoms were redness and drainage at both incision sites. Antibiotics were prescribed.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7087890.

Event description:
It was reported that the patient had an infection, and a wound wash out was performed. The patient underwent an explant procedure. All explanted device components were kept by the facility and will not be returned.